Event description:
The pt was implanted with a left ventricular assist device. The vad coordinator reported that the pt was experiencing power cable disconnect alarms. The system controller was exchanged and the event was resolved.

Manufacturer narrative:
The reported event of power cable disconnect alarms was confirmed during analysis. Power cable disconnect became active when the white power lead was maneuvered. The white lead was stripped at the connector end, and the battery gauge inner conductor was confirmed to be broken. When interrupted, the battery gauge line may also result in a power cable disconnect alarm. A review of device history records for this system controller showed no deviations from manufacturing of qa specifications. This situation is being addressed through the manufacturer's corrective/preventative action system and an urgent medical device correction notice (29165969/2/10001-c) was sent to customers. No further info is available. The manufacturer is closing its file on this event.